Event description:
Failure to alarm. Disconnection of the softport tubing. Alarm did not sound to indicate the problem.

Event description:
Disconnection on the softport tubing. Alarm did not sound to indicate the problem.